Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device interrogated normally via inductive and rf telemetry upon receipt. The reported event of impedance, capture, and device sensing anomaly were confirmed. Electrical testing revealed low internal voltage within the hybrid. An internal hybrid anomaly was found to be the cause of the reported event.

Event description:
During follow-up, the device was unable to be interrogated with rf telemetry. Analysis of the session records indicated increased pacing impedance, defibrillation impedance, capture threshold and low sensing. The event was resolved by explanting and replacing the device. The patient was in stable condition.